Event description:
The customer reported that while pipetting an hbsag plate on summit the technician noticed that no reagent was added to wells b1 and b6. No error was generated by the summit. No death or serious injury was associated with this incident.